Event description:
It was reported that the scs ipg was explanted and replaced on (B)(6) 2019. The issue has since resolved.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The reported soreness at ipg site is consistent with ¿twiddling¿. Twiddling is an overstress condition caused by the patient¿s action in manually changing the position of the ipg or the ipg flipping in the pocket. The report stated, ¿patient has complained of soreness at ipg site and ¿has the ability to flip ipg within the pocket.¿ analysis of the returned ipg did not identify any anomalies and it communicated with all lab utilities. Further testing was not completed as testing cannot provide any additional information regarding the allegation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's scs ipg is loose in the pocket site. The patient has the ability to flip the ipg within the pocket. Surgical intervention may be pending to resolve the issue.